Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis did not identify any defect. The microscopic analysis confirmed the fiber tip was in good condition, but connector presented severe burn marks and there was no light exiting the connector face, indicating an internal connector fracture. Fracture within the connector can occur during procedural handling of the fiber during setup, use or reprocessing. The fiber was functionally tested. The testing conducted concluded there was no visible aiming beam. The connector fracture can result in an insufficient aiming beam or low laser energy output, up to a complete inability for the fiber to fire. The interaction of the console with the connector having this fracture likely led it to overheat causing the burn marks observed.

Event description:
It was reported that the fiber damaged the shield as soon as it was connected and operated. The analysis of the returned device identified a fiber connector fracture. No further information was provided.